Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed for radial artery occlusion from use of the r2p device because the sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. With little information, it is unknown if the use of the r2p led to the vessel occlusion. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode & effects analysis (dfmea).

Event description:
The user facility reported that after the procedure, the radial artery was found to be occluded. The details are unknown. The patient condition was non-serious health damage (details unknown). The procedure outcome was unknown. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code and lot number combination was conducted with no findings. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.